Event description:
It was reported the pt was not receiving effective stimulation. The pt underwent revision surgery where the physician added a second lead peripherally (off label use) in her cheek to get mouth and teeth coverage. The scs lead was not removed, just disconnected from the ipg. The pt is receiving effective stimulation.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.